Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. The patient reported not feeling well. Technical services (ts) was consulted, and increasing the pacing output was recommended. No additional adverse patient effects were reported. This system remains in service.